Event description:
The st. Jude med rep reported that after the device change-out noise was observed on the ventricular egm. A tear in the lead's outer insulation was observed. The lead was explanted.